Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners. The unit was received with severely scratched lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated she was outside sweating. Customer's blood glucose was 400 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.